Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been unable to receive effective stimulation (event date is unknown). An impedance check was performed and revealed high impedance. Reprogramming to provide resolution was unsuccessful. X-rays were taken but the results are unknown. In turn, the patient's lead was explanted and replaced. Effective therapy was restored post-op.